Event description:
The event is reported as: alleged issue: "the doctor was trying to clip the reflex clip over the cystic duct vessel. While he closed down with the handle, the clips crossed each other and/or locked up in the jaw and would not clip one clip properly at a time; jaw was locking up and was very hard to close down to allow clips to work". No pt injury reported.

Manufacturer narrative:
Sample was not returned to MFR in time for this report. Investigation incomplete. A follow-up investigation report will be sent when completed.